Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system dissection tip broke. The hospital staff assumed that the tip broke inside the patient's leg and performed an x-ray with no other patient effects reported. The pieces that broke off were not found. A dissection tip from an accessory kit was used to complete the procedure. The occurrence date is unknown. The product was discarded.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation, as it was reportedly discarded. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4).